Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared. Cts reviewed pump data and observed that the customer received a cartridge alarm (alarm 30) during basal delivery. The customer successfully reloaded the cartridge and insulin delivery was resumed. Additionally, the customer received an auto-off alarm. Cts educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Customer's blood glucose level was 222 mg/dl.